Manufacturer narrative:
Device is a combination product.age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy¿ drug-eluting stent was selected to treat the lesion. However, after unpacking, it was noticed that the distal part of the stent was stretched. It was reported that a surgical glove may have come in contact with the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 3.0x38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the mid to distal section of the stent stretched and pulled in a distal direction over the distal tip. The proximal stent od (outer diameter) was measured and was within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x38mm synergy¿ drug-eluting stent was selected to treat the lesion. However, after unpacking, it was noticed that the distal part of the stent was stretched. It was reported that a surgical glove may have come in contact with the stent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.